Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that insulin pump had moisture damage and insulin pump was not working. Customer states that pump display went blank immediately after pump exposure to moisture. Customer states that insulin was exposed to salt water as pushed in the pool. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of insulin pump and revert back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.